Manufacturer narrative:
Result: cracked siderail panels. Incorrect power cord installed to bed. Missing warning label.

Event description:
It was reported by service report that the siderail outer and inner panels had structural cracks with no sharp edges exposed, but possible fluid ingress; and a missing warning label. No pt involvement or adverse consequences were reported.